Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between march 11-12, 2025. H11: the device was received for evaluation without containing any fluid. Visual inspection was performed and white drug residue was located at the blue winged luer cap, and the cap was slightly untightened which suggested leak may have occurred at this area. A functional leak test was performed and the blue winged luer cap was securely tightened. No evidence of leak was observed at the blue winged luer cap. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was ¿slowly¿ leaking from the luer into the sealed bag. The issue was noticed two hours after the preparation of the pump. The device was filled with fluorouracil and 100ml saline total fill volume of 140ml. Additionally, the blue winged luer cap was securely tightened to the luer at the end of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.